Event description:
The customer reported the system is displaying a collimator iris pot error on boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and performed a collimator iris pot calibration. System operates as intended. (B)(4).